Event description:
Post-op cesarean section patient had a wound vacuum device in place as a precaution to support wound healing based on her elevated bmi. On post-op day 3, the nurse noted that the wound vacuum device had a leak alarm. Dressing was noted to be intact. The nurse was unable to trouble shoot the alarm and consulted additional staff for assistance, including the wound nurse. Pump portion of the device exchanged for a new pump, adequate suction restored, no additional alarms. Patient discharged in stable condition later the dame day. FDA safety report ID# (B)(4).